Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the motor stall occurred on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the patient called the clinic reporting a pump alarm and was seen in the clinic at 4:00pm on (B)(6) 2019. The patient was feeling unwell and experienced increased pain. The patient was admitted to the hospital for an emergency pump replacement. Logs showed the pump was delivering compounded hydromorphone 20.0 mg/ml at 9.987 mg/day and bupivacaine 3.0 mg/ml at 1.4980 mg/day. Logs showed a motor stall occurred on (B)(6) 2018 at 15:46 with recovery on (B)(6) 2018 at 16:09. Logs also showed a motor stall occurred on (B)(6) 2019 at 08:23. It was noted that the patient¿s relevant medical history included the intrathecal pump being implanted for chronic pain.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported the pump was replaced due to a stall. The hcp did not know the reason for the stall. The pump was explanted and alarming in the hcp¿s office, and the hcp wanted to turn the alarm off. The device manufacturer technical services provided the hcp with the ¿pump off¿ passcode. The patient did not experience any symptoms. The event date was ¿(B)(6) 2019¿. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the pump would be returned to the device manufacturer.